Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer reports a single lumen peripherally inserted central catheter (PICC) was placed on (B)(6) 2011 in the right arm, causing pleural effusion. On (B)(6) 2011 the PICC was removed. Peripheral access was obtained. Post event the patient status was critical.